Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The vial was returned for investigation. During the investigation, a particle smaller than 1 millimeter was indeed found in the mixture in the vial. A fourier transform infrared spectroscopy (ftir) analysis was performed but the very small sample quantity makes the results unusable. This complaint will be used to trend for similar complaints. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The customer reports seeing some particles/rubber in the vial during preparation. No additional details were provided.